Manufacturer narrative:
Correction made to d4: lot #: 23e014 (previously submitted as asku). Correction made to d4: unique identifier (UDI) #: (B)(4) (previously submitted as ni). H4: the lot was manufactured between may 19, 2023 ¿ may 22, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused. The device completed the medication delivery sooner than expected. This was discovered during patient use. The device was filled with ropivacaine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.